Event description:
Reportedly, the pump is not pulling correct volume; if set for 100 it is pulling 120.

Manufacturer narrative:
Device eval results: could not duplicate the reported complaint. The pump could not be run when received due to damage. The air-in-line sensor on the left side had sustained an impact that caused it to be pushed free and into the casing. The battery, which is affixed to the battery door with glue, came loose and damaged the inside of the pump. The door was damaged; the plastic was chipped and cracked. The pump met all specifications after the damaged parts were replaced.